Manufacturer narrative:
(B)(4). The suspected ac adapter assembly was returned for carefusion for further evaluation. Upon visual inspection, the power adapter was damaged. Pins two and three of the lemo connector were reported burned. At this time, carefusion will track and trend this reported issue and internally investigate the situation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported while using the enve ventilator; the (alternating-current) a/c power adapter would not power on the ventilator. The customer reported there is no patient involvement associated with the event.